Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error while showing patient information. A technical support specialist logged into the device remotely via remote support service (rss) and verified that the backup was not encrypted, then backed up the database, then logged into the server remotely and confirmed that the upload and download times were current on the synchronization server page. After signing into the station using provided credentials, the tss initiated a database synchronization on the device, which completed successfully, and the interface down notification cleared, then verified on the server that the synchronization status updated appropriately after the synchronization was completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient interface problem occurred. The device displayed an error message stating, patient data may not be current: patient interface problem for 77h 47m. There were no delay or adverse events or injuries reported based on this event.